Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulators (usms) were not moving correctly. The customer power cycled the system prior to calling in but the issue persisted. The technical service engineer (tse) instructed the customer to remove the 30 degree endoscope plus and erase the guided tool change. The customer noted that when the endoscope was positioned with 30-degrees up, the usm motion improved but was still incorrect. The usm moved in the opposite direction when the endoscope was in the down orientation. The customer converted the procedure to laparoscopic due to the unavailability to a spare endoscope. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion of laparoscopic surgery did not result in adding additional ports. There was no injury/harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint during the case the camera would not go where the surgeon had moved. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observations not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and found with mechanical damage the scope¿s shaft. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.